Event description:
The customer reported that the ventilator fio2% is out of specification. No patient involvement.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the gas delivery engine fix the reported issue.